Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Date of explantation: (B)(6) 2022. Reason for device explant and/or reoperation: capsular contracture, paresthesia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with saline mentor smooth round moderate plus profile 300cc breast implants and experienced capsular contracture baker grade unknown and paresthesia on the left side and deflation on the right side post-operatively. As a result, the patient underwent removal on (B)(6) 2022. This report is for the left breast prosthesis.

Manufacturer narrative:
On jun 20 2022, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpps dv 300cc returned device. Paresthesia is an abnormal sensation such as tingling, tickling, pricking, numbness, or burning of a person's skin with no apparent physical cause. This includes increased or decreased sensitivity or sensation. The manifestation of paresthesia may be transient or chronic. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 13 2022, additional information was received indicating the replacements were unspecified saline breast implants. Manufacturer¿s reference number: (B)(4).